Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was beeping and causing power port switching across multiple sources. The controller was exchanged. The patient is a participant in (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation summary: the controller was not returned for analysis. A review of the controller log files was not performed as the log files covering the reported event date were not available for analysis. As a result, the reported power switching and beeping events could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature switching events can be attributed to communication errors and/or momentary disconnections between the controller and batteries. However, the reported beeps are most likely attributed to momentary disconnections between the controller and the battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.